Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that there was a lead revision. The explant was on (B)(6) 2017. The device was replaced by a manufacturing product. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: it was reported that the patient had device location issue that resulted in a therapy issue because patient was not able to feel stimulation where she needed it. Stimulation was ineffective or less effective to help address the patients pain. Lead appeared to have moved since implant based on implant x-ray and an x-ray several months post implant. The lead appeared to have moved to the side. The cause of the migration is unknown. Device was reprogrammed, dates unknown. Reprogramming was unsuccessful and patient was scheduled for revision/replacement surgery with their health care professional (hcp).the issue has been resolved. The lead was replaced and a new lead location has resulted in better stimulation per the reps conversation with the patient. The patient is pleased with the results post lead replacement. No further patient symptoms or complications were reported in this event.